Manufacturer narrative:
An event regarding pain & revision involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient underwent revision hip surgery due to pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: 26mm +5mm femoral head; cat#:6284-0-226; lot#:b7jzf, pca e series textured stem r#7; cat#:6293-5-070; lot#: axjgb, how fem/disr centralizer 15mm; cat# 6259-8-150; lot# 3vfab. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient underwent revision hip surgery due to pain.

Manufacturer narrative:
Additional information indicated "the patient experienced pain which required revision of the femoral component". At this time, the event could not be confirmed and no additional information regarding the patients' experience was reported. There is no confirmation of any device related factors at this time, if additional information is received, it will be provided in a follow up report. Device manufacture and expiration date was added to this report.

Event description:
Patient underwent revision hip surgery due to pain.